Event description:
It was reported the patient received an inappropriate shock while washing the wheel rims of a recreational vehicle. The vehicle was connected to 230v 50hz ac power. Oversensing was caused by an external noise source. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): performance data were collected from the device and analyzed. There were four ventricular nonsustained tachycardia episodes less than or equal to 190 ms on (B)(6) 2012. There were two ventricular fibrillation episodes less than or equal to 210 ms on average ventricular cycle on (B)(6) 2012.